Event description:
"A comparison of monolateral and circular external fixation of unstable diaphyseal tibial fractures in children.". Author: j. Eric gordon et al., journal of pediatric orthopaedics b 2003. In this study there were forty-six tibial fractures in 44 children treated by external fixation. Twenty-nine fractures were treated with monoliteral fixation and sixteen fractures were treated using an smith and nephew ilizarov external fixator. It was documented on the paper that four patients were noted to have minimal pain for which occasional non-steroidal antiinflammatory medications were necessary.

Manufacturer narrative:
It was reported from a literature review that the patient was noted to have minimal pain for which occasional non-steroidal anti-inflammatory medications were necessary. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. It was reported that the patient was treated with superficial debridements and antibiotic. The paper was published in 2003. Potential cause could include but not limited to alignment or unclear user instructions.